Manufacturer narrative:
(H3,h6): manufacturing representative went to the site to test the system, could not duplicate this event but did see 5vdc out of spec so reseated the connections on the power supply and returned to service. B01, c02, d02 codes applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000315: product ID: bi71000450: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 h6 parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that the mobile view station (mvs) was unable to take an x-ray immediately after the first navigated spin, and there was no green light-emitting diode (led) indicator on the mvs. The issue occurred intraoperatively. The site rebooted the unit, which allowed for the successful acquisition of the x-ray and another spin. T occurred intra operatively and there was less than an hour delay to the case. No reported impact to the patient.